Manufacturer narrative:
(B)(4) . The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was not reported. On unreported date(s), the patient was treated with unspecific antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. Hospitalization was ongoing. Six days after onset; physioneal and nutrineal therapies were discontinued, the peritoneal dialysis catheter was removed, and the patient is currently on hemodialysis therapy. The patient was not recovered from the peritonitis. No additional information is available.